Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cgb cartridge yielded a pco2 result of a 52.9 mmhg on the same day at 9:01. The same sample tested on an I-stat g3+ cartridge yielded a pco2 result of 54.6 mmhg on the same day at 9:02. Another sample was drawn the same day, time unknown, and tested in the laboratory yielding a pco2 result of 39 mmhg.